Manufacturer narrative:
The insulin pump was returned for power error alarm. The power management tool confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector board. After disconnecting and reconnecting the internal battery connector on connector resistor, pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and cracked retainer.

Event description:
The customer's parent reported via phone call that the insulin pump received power error alarm. The customer¿s blood glucose level was 160 mg/dl and 175 mg/dl. The customer's parent reported that the power error alarm recurred after troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.